Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. No site visit was performed as the issue was addressed with phone support.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the medium-large clip applier became stuck on the artery. The e-stop was pressed, and the release knob on the instrument was tried with no change. The technical service engineer (tse) recommended the customer to use the instrument disengagement button to release the motor pack and then try to open the jaws. Additional ports were placed to assist with the attempt to remove the instrument. The surgeon was able to remove the instrument by moving the clip enough using the tip of a laparoscopic stapler. Blood loss was minimal due to placing additional ports in the patient's chest. There was no damage to the artery. The procedure was completed robotically.